Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an unexpected pump error. Blood glucose value was 145 mg/dl at the time of the incident. Troubleshooting was performed and the pump error did not occur during the rewind. The customer will monitor the insulin pump and will call back if the issue occurs again for the customer. Nothing will be replaced or returned.